Event description:
A user facility reported this lma would not remain inflated during pt use. The lma was removed and replaced with another. There was no report of any pt injury or problem. The device has been returned to lma north amercia and will be forwarded to the MFR for eval.